Event description:
Caller alleged imprecision with inratio2 meter. Time between initial 2.4 inr result and repeated inratio2 results: 1 hour. Time between repeated inratio2 results: 5 minutes between each test. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.